Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm notifying them that a new cartridge needed to be loaded. Review of pump data by tandem technical support showed that the customer received a cartridge alarm (cartridge alarm 19). Customer successfully loaded the same cartridge and resumed insulin delivery. Customer reported a blood glucose level of 171 (mg/dl). Multiple unsuccessful attempts were made to follow-up with the customer.